Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Review of provided CT scan identified chronic ununited fracture of the acromion process with inferiorly displace fracture fragment narrowing the subacromial space. Fracture of acromion of scapula, right, sequela. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00434903603, poly liner plus 3 mm, 62471628; 00434903611, glenosphere 36 mm diameter, 62540042; 00434901500, base plate 15 mm post, 62541526. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03682, 0001822565-2019-03683, 0001822565-2019-03684.

Event description:
It was reported through the clinical study that the patient had an initial right reverse total shoulder replacement. Subsequently, the patient complained of dissatisfaction and pain due to acromion fracture six (6) months post primary implantation after an unknown incident in therapy and the patient was treated to full recovery. No additional patient harm has been reported.